Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the pulse ablation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was inserted with no issue, during the catheter insertion, air bubbles were observed when pulling back the sheath, after multiple pull back attempt it was found that when the catheter was inside the sheath, the tail end of the sheath couldn't be sealed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product was received for analysis. It was further reported that no resistant was felt when catheter was inserted into the sheath. Air was seen in the flushing line. Pressure bag was used for irrigation. No leak or air in patient seen.

Event description:
It was reported that during the pulse ablation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was inserted with no issue, during the catheter insertion, air bubbles were observed when pulling back the sheath, after multiple pull back attempt it was found that when the catheter was inside the sheath, the tail end of the sheath couldn't be sealed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.